Event description:
The expiration date is listed as 5/11/2026. Problem is the manufacturer date is listed as 05/12/2029, both on the sticker on the front of the box. Our assumption is the product was manufactured on 5/11/2026 with an expiration date of 05/12/2029. We did not use the product manufacturer response for transcarotid neuroprotection system, enroute transcarotid neuroprotection system plus (per site reporter).